Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19862. Note the pt received two leads from the same lot number. It was reported the pt died on (B)(6) 2013. The cause of death is unknown. It is unknown if the pt's devices were still implanted at the time of the pt's death.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.